Manufacturer narrative:
(B)(4) reported event was confirmed through xrays received. X-ray report states dislocation of a left total hip arthroplasty. No radiolucency. Screw fixation of the acetabular cup. It also shows left total hip arthroplasty with superficial positioning of the femoral head barely within the acetabular cup. This finding would suggest easy potential dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, unknown shell, lot # unk, item # unk, unknown liner, lot # unk, item # unk, unknown bimetric stem, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-018201; 0001825034-2018-01843

Event description:
It was reported patient underwent hip revision approximately 26 years post implant due to full liner wear. No additional patient consequences were reported.